Event description:
Md was removing the sheath from the femoral vein and it broke, leaving part of the sheath in the patient's vein. Md had to use surgical instruments to reach into the vein to remove the rest of the sheath.what was the original intended procedure?stent.device #1is this a laboratory device or laboratory test?no.